Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. As no lot number was provided, the device history record and lot history cannot be reviewed. Results: without the actual product, an analysis cannot be conducted. Conclusion: a f/u report will be filed when investigation has been completed.

Event description:
Pt had c-section (cathplace: 1 subfacia, 1 superficial). The catheter broke when being removed from pt by doctor. Pt went back to surgery to have catheter removed. No adverse event. Date of event: (B)(6) 2010. Anp: ask but not provided.